Manufacturer narrative:
Stryker product analysis center evaluated the customer's device and observed that the device would not power on when the lid was opened. The cause of the reported issue was determined to be due to the reed switch, sw5. The customer was provided with a replacement device. The device was archived by stryker.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the device would not power on when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.